Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 31, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331 - analysis of production records, results code: 213 - no device problem found, conclusions code: 67 - no problem detected. The returned sample was visually inspected with no anomalies noted. It was then manually run through the ops leak tests to ensure each component of the device is functioning as normal. The retention sample was visually inspected with no anomalies and was also manually run through the ops leak tests and passed. The evaluation of the returned sample was found to function as intended, and met all of the product specifications. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the ops valve leaked. As per the user facility, during the procedure, the cannula vent circuit was used for final infusion of cardioplegic solution. As the physician failed to clamp on the vent side of a pump, the vent stopped. The head pressure was about 50mmhg on the circuit that caused blood leakage form the ops valve. The physician continued with the procedure as the blood leakage was little and it was completed successfully. There was a blood loss of approximately 5 ml. Product was not changed out. Procedure was completed successfully.